Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Right ventricular lead noise was also observed. Programming changes were made to address both anomalies. The patient was stable throughout.